Event description:
The customer reported that the device failed to recognize the pads cable during op check. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the pads cable during op check. There was no patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.